Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issue between the system controller and system monitor was not confirmed. There was no log file submitted for review. The hm3 system controller, serial (B)(4), was not returned for analysis. No exchanged product will be returned for evaluation. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshooting alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple abnormal events on their system controller. The system controller was not being sensed by the clinic monitor due to a communication issue. The cables and monitors were switched and there was no resolve. The biomed engineer reviewed the equipment and stated that the system controller was not able to sense the power or data cable. The system controller exchange resolved the issue.